Event description:
It was reported that "staple jamming". Per the distributer, it is unknown how the issue was resolved, if there was any patient harm or injury, or what the current status of the patient is.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly. The pusher was observed to be tilted downwards into the staples. In addition, the bottom component was observed to be bent in the cover block. Proper functional testing could not be completed due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. Per DHR the product visistat 35r 6/box lot # 73h2300100 was manufactured on 08/02/2023 a total of 12,000 pieces. Lot was released on 08/16/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". Per the distributer, it is unknown how the issue was resolved, if there was any patient harm or injury, or what the current status of the patient is.